Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The overlay tubing of the lead was extrinsically breached due to melting. The analyst noted that visual inspection found the overlay tubing breached/melted (non-electrical) due to explant damage and distal conductor fracture in vivo was observed using destructive testing. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated that there was a decrease in sensing amplitude with diminished sensing on the right ventricular lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds and undersensing. The rv lead was partially explanted, capped and replaced. It was noted that there was insulation damage on the pace/sense part of the rv lead possibly due to the cautery knife. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.